Event description:
Patient presented back to the physician with what appeared to be a seroma and a hematoma in the chest incision. Physician brought the patient into the or, confirmed infection at the chest incision, performed irrigation, placed a drain, and closed.

Event description:
Patient presented back to the physician with infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with a seroma over the ipg site. Patient went to the ER and was prescribed antibiotics. This resolved the issue.